Event description:
The customer reported a leak from the baths of the coulter act diff 2 analyzer. The instrument was generating vacuum errors and the vacuum trap was full when the leak was noticed. The volume of the leak was not specified and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer found that the bath drain line was obstructed and caused the vacuum trap to overflow. The customer cleared the drain lines and emptied the vacuum trap, which repaired the leak. The repairs were verified per established procedures. (B)(6).